Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #303005099803-2012-02413 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2011. According to the complainant, post-procedure, the patient experienced injuries including vaginal pressure and pain, vaginal bleeding and dyspareunia. The patient underwent unspecified revisionary surgery in (B)(6) of 2011. Reportedly, the patient still states that she experienced abdominal and pelvic pain, a recurrence of urinary incontinence and vaginal infections (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and unavailable.